Event description:
It was reported that during the implant procedure, the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The physician attempted to reposition the lead, but was unable to properly fixate the lead. The lv lead was replaced with another lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).